Event description:
It was reported, prior to surgery, sales consultant discovered a piece had broken off the t-plif implant holder and a screw came out. Another implant holder was used for the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for mfg revealed no complaint related issues. Visual inspection confirmed the spring is broken and the pin is loosened. Instrument corresponds to drawings and processes at time of manufacture. It cannot be ruled out the spring broke due to a tension crack.